Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing some pocket and lead site incisional tenderness. The midline incision has pain, constant drainage, scabbing, increased back pain and burning sensation .topical and oral antibiotics were prescribed. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there was no visible sign of infection from either the pocket or lead site incisions. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 17241725, description: next generation anchor kit-sterile. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing some pocket and lead site incisional tenderness. The midline incision has pain, constant drainage, scabbing, increased back pain and burning sensation .topical and oral antibiotics were prescribed. The patient will undergo an explant procedure.